Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Logs are not available. Failure to detect pump: clinical details note that during pump setup, the impella could not be detected by the aic after three attempts. They did not try a new console/pump due to the patient's improving condition. The cause of the detection failure was unable to be determined since product/logs were not returned. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella system was selected post catheterization to optimize flow and reduce the risk of re thrombosis. Three attempts were made to set up the impella; however, each time the automated impella controller (aic) did not recognize the catheter. The impella catheter was never inserted into the patient. The team did not switch controllers or use an additional impella device, as the patient demonstrated clinical improvement with better gas exchange and reduced lactate levels. The patient recovered without requiring impella support. As the impella device never entered the patient, no patient involvement or patient consequence occurred. Investigation summary: no product return. Logs are not available. Failure to detect pump: clinical details note that during pump setup, the impella could not be detected by the aic after three attempts. They did not try a new console/pump due to the patient's improving condition. The cause of the detection failure was unable to be determined since product/logs were not returned. Device history lot: device lot: 1924880. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Section e (hospital information) was updated based on additional information.

Event description:
It was reported that a the impella cp was not recognized by the automated impella controller. The pump was not implanted and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.